Event description:
The introducer was inserted with no difficulties, but the balloon catheter would not advance through the introducer more than 6 inches. A second introducer and balloon were inserted with no difficulty. The iab was not returned to datascope at this time. Event complications: none from the event - reported 2/24/98. Pt's current status: 0.k. - rpt'd 2/24/98.